Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the additional 510k is as follows: g4. PMA/510(k)#: k121797;k132256;k132693;k133138;k151301;k152874;k160164. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of flu a+b laboratory kit, an unspecified number of flu a false negative results were obtained. It was noted the customer was expecting flu a positive results. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit flu a+b 30 test hospital veritor (material#: 256041), batch number unknown. The customer reported that they received false flu a negative results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted; no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of flu a+b laboratory kit, an unspecified number of flu a false negative results were obtained. It was noted the customer was expecting flu a positive results. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.